Event description:
Customer sent repair request reported with an issue of leakage. There is a leak between ud (up/down) knob and s-body unit. The leakage was detected during reprocessing. No other fault reported. There was no patient harm or injury reported. No user injury reported. Device inspection found foreign materials were in c-body (insertion part -distal end) of the unit.

Manufacturer narrative:
The subject device was received and evaluated. Device inspection and evaluation, service repair noted foreign materials in c-body and forceps elevator does not move down at all. Furthermore, leak at up down knob was observed. The customer leakage issue was confirmed. Additionally, the following findings were noted : connecting tube scratched. Coloring on aw-cylinder peeling off. Coloring on s-cylinder peeling off. Universal cord had scratches, wrinkles and dents. Angulations were not to specification. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Attempts to retrieve additional information from the customer are in progress. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the events are likely due to foreign material under forceps elevator was not completely removed due to inappropriate reprocessing. The likely cause for the foreign materials and corrosion between distal end of the device and plastic distal end cover is due to the glue between distal end of the device and plastic distal end cover became deteriorated and a gap was generated due to physical or chemical stress, storage environment. Additionally, the cause of the forceps elevator not moving down is likely due to foreign material was caught under forceps elevator and hindered movement of forceps raising. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on customer feedback. Olympus will continue to monitor field performance for this device. Initial reporter name and address:(B)(6).

Event description:
A user facility reported to olympus the evis exera ii duodenovideoscope was leaking between the up/down (ud) knob and the during reprocessing of the device. Upon inspection and testing of the customer returned device, it was observed that the forceps elevator does not move down at all, foreign materials, and corrosion between distal end of the device and plastic cover, foreign materials in distal end of the device. This report is being submitted for the malfunction found during evaluation. There was no harm or user injury reported due to the event.